Event description:
A healthcare professional reported that a patient experienced endophthalmitis secondary to cataract surgery. There are two different systems in this facility and, at the time of this report, it is unknown which system was used for this surgery. This report is for the first system. Additional information has been requested but not received to date. This is one of six medical device reports.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).